Event description:
Zilver biliary stents were being placed in the patient through a kcfw-6.0-18/38-45-rb-anl3-hc sheath. During advancement of the sheath, it encountered an extremely sharp angle while in the renal artery. During advancement through this angle the sheath dissected the renal artery. The artery was then occluded with nester and other manufacutrer's coils and the patient is currently doing fine.

Manufacturer narrative:
Evaluation: no product was returned. However, based on the information provided, this incident appears to be the result of procedurally related circumstances due to the patient's anatomy and force that occurred during insertion. We can advise that this device is inspected 100% prior to transport. A review of our records found this to be the only report of this nature associated with this device.